Event description:
It was specified that low output current was seen as well, and the device has been left on as the physician thinks it's still helping with her seizures. No further relevant information has been received to date.

Event description:
It was reported that the patient had a fall about 6 months ago and broke her left shoulder 2 months ago. The device was checked and interrogated and diagnostics were within normal limits at that time. It was interrogated recently and now showing impedance. No surgical intervention has been reported to date. No additional relevant information has been received to date.